Event description:
Md was unable to completely retrieve 38mm screw when screw broke off in patient implant. Several attempts made. Patient with no apparent stress and vital signs within normal limits.